Event description:
Caller reported nano system results of 473 mg/dl and 347 mg/dl, compact plus result of 126 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).